Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The manufacture date for this product is april 17, 2006.

Event description:
Boston scientific received information that the programmer was not working as expected. The health care professional (hcp) plugged the programmer to a power source and upon attempting to switch on, the programmer emitted a burning smell. The hcp tried other power cords but the programmer would not power on. The product remains in service. No reported patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that the programmer did not boot up due to electrical overstress. Analysis also noted that the printer had deep cut in the printer spool. The handle of the programmer and housing rear had deep scratches. The touch screen was preventively replaced. All affected components were repaired and replaced, the programmer functioned normally thereafter. Laboratory analysis was able to confirm the allegation.

Event description:
--